Manufacturer narrative:
(B)(4). Additional information received on 18 sep 2025 states that this defect previously occurred, however there is no exact details regarding the previous event. Therefore, this information shall be included in this MDR. No sample was available for inspection. Visual inspection has been performed of provided picture in terms of overall appearance. The first picture shows 1 unit of a half empty syringe without a flange. The flange has been broken off the syringe. The 2nd picture shows several images of a bleeding finger that has been cut through a plastic glove. A review of the device history record (DHR) could not be performed because a lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information.

Event description:
It was reported that "I had a vial of deflux break in the or and cut me." Additional information received on september 10, 2025, indicated that "as I was injecting deflux, the syringe broke and cut my right middle finger, which is my dominant hand. Local wound care was required to remove a small shard of plastic. Over-the-counter analgesics were taken overnight as the area around the cut was tender. Pruritus around my finger woke me from sleep several times during the night. The wound presented serous drainage that persisted after 24 hours. The procedure continued without awakening the patient once the event occurred, and the operation proceeded as planned using another syringe." Further additional information received on september 16, 2025, mentioned that "a finger on the right hand of the [physician] was lacerated by the deflux syringe, and skin glue was needed to stop the bleeding. Unfortunately, [physician] had a reaction to the skin glue, causing an inflammatory response, rendering her unable to perform surgery for a week."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "I had a vial of deflux break in the or and cut me." Additional information received on september 10, 2025, indicated that "as I was injecting deflux, the syringe broke and cut my right middle finger, which is my dominant hand. Local wound care was required to remove a small shard of plastic. Over-the-counter analgesics were taken overnight as the area around the cut was tender. Pruritus around my finger woke me from sleep several times during the night. The wound presented serous drainage that persisted after 24 hours. The procedure continued without awakening the patient once the event occurred, and the operation proceeded as planned using another syringe." Further additional information received on september 16, 2025, mentioned that "a finger on the right hand of the [physician] was lacerated by the deflux syringe, and skin glue was needed to stop the bleeding. Unfortunately, [physician] had a reaction to the skin glue, causing an inflammatory response, rendering her unable to perform surgery for a week."